Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that on multiple occasions, the customer did not see insulin exiting the tubing during the fill tubing step. The customer changed the supplies and was able to complete the load fill process. The contact could not recall if the blood glucose (bg) level was impacted; however, did not think it was impacted.